Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital complaining of syncope, weakness and query atrial fibrillation (af). It was noted that the right atrial (ra) lead failed a lead position check. Ra lead remains in use. No patient complications have been reported as a result of this event.